Event description:
It was reported that the pt was presented in the hospital after receiving unanticipated hv therapy. Upon device interrogation, the physician discovered oversensing t-waves stored in egm, which he believes caused the therapy. Downward trending lead impedance and r-waves were also found. The physician disabled the therapies and increased the decay delay. No further action was taken and the device remains in service.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.